Event description:
A patient reported skin burning, along with skin itching and irritation around areas where the bandage is used and the exit site. This happened following frequent use of the dressings with pd therapy. We are informed this is a recurring issue.